Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache; asthma, inflammatory response; kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and observed dust-like contamination, unknown contaminant with potential hair-like particles with a gash on the top cover. Many light scratches were observed on the left side panel and spots of a potentially dried liquid were observed on the ui panel. Dust-like contamination were observed on the right-side panel, in the iso port, in the air inlet, on the interior side of the top cover, on the pca, on the interior side of the left side panel, on the blower cap, iso port, on and inside the blower motor, along the airpath on the bottom of the blower housing, on the sound abatement foam, and walls of the bottom enclosure. Several scratches were observed on the bottom enclosure/warning label. An unknown contaminate was observed on the bottom enclosure. Potential hair-like particles were observed on the interior side of the blower cap, and in the base of the blower housing. The device's downloaded event log was reviewed by the manufacturer and #e-53 error code found. The device was applied power and the device operated properly. The investigation found potential sound abatement foam stuck to the bottom of the blower housing and bottom enclosure and confirmed the presence of degraded sound abatement foam. The investigation was unable to directly address the symptoms outlined in the complaint. In this report, box d, g, h has been updated/corrected.